Manufacturer narrative:
In the initial report the manufacturing site number was incorrect. The number should have been (B)(4). Additional information: surgeon stated that the eye looked great and that there was zero loss in vision. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a clinical trial study/surgery support inlay procedure on the right eye (od) of a patient, suction loss occurred with an intralase patient interface (pi) after the laser fired during femto second laser procedure due to patient movement. Acufocus proctor suggested to reapply suction ring and restart femto treatment. However, it was reported that the doctor aborted the surgery, that intralase was done on the patient at a later date. There was no patient injury and/or complications. The right eye best corrected visual acuity (bcva) was 20/25.